Event description:
This case is cross referred with the case (B)(4) and (B)(4) (cluster- same reporter). This unsolicited device case from united states was received on (B)(6) 2016 from a physician. This case concerns an adult patient (demographics not provided) who received treatment with synvisc injection and developed pseudo gout knee and knee effusion. No past drugs, medical history, concomitant medication and concurrent condition were reported. On an unknown date, the patient initiated treatment with intra-articular synvisc injection, bilaterally (dose, frequency, indication, batch/lot number and expiration date: not provided). On an unspecified date, after unknown latency, patient developed pseudo gout knee and knee effusion. It was reported that the patient was aspirated and was treated with steroid injection. Action taken: unknown. Corrective treatment: steroid injection for pseudo gout knee and aspiration for knee effusion. Outcome: unknown for both events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention for pseudo gout knee. Pharmacovigilance comment: sanofi company comment dated 01-mar-2016: this case concerns a patient who was treated with synvisc injection and developed pseudogout knee. The causal relationship between the product and the event has been considered to be possibly related. However lack of information regarding patient's underlying condition, medical history, concurrent condition, concomitant medications and other risk factors precludes the complete medical case assessment.

Event description:
(B)(4) this unsolicited device case from united states was received on (B)(6)-2016 from a physician. This case concerns an adult patient (demographics not provided) who received treatment with synvisc injection and developed pseudo gout knee and knee effusion. No past drugs, medical history, concomitant medication and concurrent condition were reported. On an unknown date, the patient initiated treatment with intra-articular synvisc injection, bilaterally (dose, frequency, indication, batch/lot number and expiration date: not provided). On an unspecified date, after unknown latency, patient developed pseudo gout knee and knee effusion. It was reported that the patient was aspirated and was treated with steroid injection. Action taken: unknown. Corrective treatment: steroid injection for pseudo gout knee and aspiration for knee effusion outcome: unknown for both events. (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for pseudo gout knee. Additional information was received on 01-mar-2016. Global ptc number and results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 1-mar-2016: the follow up information does not change the overall case assessment sanofi company comment dated 01-mar-2016: this case concerns a patient who was treated with synvisc injection and developed pseudogout knee. The causal relationship between the product and the event has been considered to be possibly related. However lack of information regarding patient's underlying condition, medical history, concurrent condition, concomitant medications and other risk factors precludes the complete medical case assessment.